Event description:
While placing the 1st cashmere coil in the middle cerebral artery aneurysm, doctor felt that the last coil loop would not form; coil was removed and (B)(4) coil was used successfully. No patient injury resulted and aneurysm was treated successfully.

Manufacturer narrative:
The product was not received in the bio hazard laboratory for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. Therefore, no additional corrective actions will be taken at this time.